Event description:
In 2008, the patient reported that four days prior that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. He stated a large amount of insulin spilled into the cartridge chamber. He poured the insulin out, retracted the piston rod, and completed the cartridge change. He reconnected to his device and continued to use it without incident until this morning when he tried to change the cartridge. He stated, the piston rod would only retract halfway. He has switched to his backup infusion device. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.